Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen. The stent and balloon were microscopically examined. The balloon was tightly folded with stent impressions between the balloon folds. The stent was received over the exit notch of the shaft on the device. The proximal end of the stent was partially deployed and was damaged. There were numerous kinks throughout the shaft and the distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient underwent percutaneous coronary intervention and the procedure was completed with another of same device. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the vertebralis/cranial artery. A 4.00mm x 12mm liberte stent was advanced but failed to cross the lesion three times. The device was removed and it was noted that the stent dislodged from the balloon to the proximal shaft of the device. No patient complications were reported. Further information regarding the patient condition and confirmation of the anatomy location has been requested.